Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation determined that the light guide bundle had breakage which dimmed the lumens. The evaluation also found minor scratches on the channel body, cap, bending area, light guide prong/mount, labels, and ultrasound medical cord. There was peeling and cracked glue around the bending area and the light guide lens. The insertion tube had minor peeling. The scope connector and electrical connector had corrosion. The control knob had some play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had no light coming from the light guide lens. The event was found during preparation for use. Inspection and testing of the returned device found that the light on the scope was broken. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. Olympus will continue to monitor field performance for this device.